Event description:
It was reported that two devices were used during laparoscopic cholecystectomy. It was reported by the affiliate that when inserting a 10mm instrument into the trocar, the gasket tore, causing a loss of pneumo. The trocar was removed and a second 511sd was inserted. The same thing happened when inserting the device through the port. The procedure was completed with remaining port in place. Two unused devices are also being returned.